Event description:
It was reported that during the implant procedure, the helix on this lead was difficult to extend. Then, when lead measurements were being taken, noise was observed. The pacing system analyzer (psa) cables were exchanged, but this did not resolve the issue and ultimately, no lead measurements were obtained. This lead was removed and another lead was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the helix on this lead was difficult to extend. Then, when lead measurements were being taken, noise was observed. The pacing system analyzer (psa) cables were exchanged, but this did not resolve the issue and ultimately, no lead measurements were obtained. This lead was removed and another lead was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations of noise and the difficulty obtaining measurements.